Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: evp the following information was provided by the initial reporter: " persistent problem with bleeding rota/adeno."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.medical device expiration date: na.there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows:PMA / 510(k)#: k130470.

Manufacturer narrative:
H.6 investigation summary update: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive". Customer reported that there is bleeding of rota/adeno on multiple bd max instruments across multiple evp reagent kit lot numbers. Field service was dispatched. Service reported that there was also evidence of a false positive occurring in the rox (585/630) channel for norovirus. Service reports the problems are still persisting after reader normalization. Both readers were removed and cleaned. Both readers were normalized. Subsequent 6-month preventative maintenance was performed on the instrument. A test run was performed and evaluated with the qc kit. Bd max instrument fully functional when handed over to the customer. Review of device history record for instrument (B)(4) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 24jul2019. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Sample review consisted of review of the instrument database and customer run files. Review of the run files by quality shows that the lanes in which there are rotavirus positives with adenovirus false positives occurring, the vic channel (adeno) has curves that are consistent with fam (475/520) to vic (530/565) cross-talk. Review of the instrument database and run files by service showed that the instrument runs are showing intermittent false positives for the norovirus target on rox consistent with rox normalizer drift. The complaint is confirmed by service and quality. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, lines hw61 and hw70.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: evp. The following information was provided by the initial reporter: "persistent problem with bleeding rota/adeno."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(4) had "evp - cross-talk". "Bd max serviced according to manufacturer information. Pump head serviced, guide rails cleaned and checked, robotic arm reference positions recalibrated. Run self test and catalog script. Tray alignment, connectors, rack sensors and drive belts checked. Cleaned the pcr heater board and read blank values from the readers/pcrs. Then carried out reader normalization on side a and b. Software checked (v5.30a), date and time corrected. Test run carried out and evaluated with the qc kit. Bd max fully functional handed over to the customer". The complaint is confirmed. The root cause is likely related to "tray alignment, pump". Review of device history record for instrument ct1468 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 7/22/2019. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. See h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: evp the following information was provided by the initial reporter: " persistent problem with bleeding rota/adeno"